Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and vessel dissection are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that during thrombectomy procedure, dissection was observed in the internal carotid artery (ica) where the balloon guide catheter (subject device) was placed. A carotid stent was placed and dissection was resolved. Post procedure, the patient experienced a subarachnoid hemorrhage (sah) in the ipsilateral site and no further treatment was performed. No further information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital..

Event description:
It was reported that during thrombectomy procedure, dissection was observed in the internal carotid artery (ica) where the balloon guide catheter (subject device) was placed. A carotid stent was placed and dissection was resolved. Post procedure, the patient experienced a subarachnoid hemorrhage (sah) in the ipsilateral site and no further treatment was performed. No further information is available.